Event description:
During retrieval of filterwire from an svg lesion, the distal portion of the filterwire from the spinner tube assembly to the end of the floppy tip became separated from the wire. Tried to retrieve the product using various techniques including snare unsuccessful. Ended up being able to pass the stent across the broken product and crushed the wire and basket up against the vessel wall. Adequate flow returned.